Event description:
This complaint is now reportable based upon analysis completed on (B)(6)-2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), the stent was unable to cross the lesion. The physician advanced the ion mr us 20mm x 2.50mm stent delivery system (sds) to the highly calcified lesion and was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient is listed as stable. The product analysis revealed stent damage and moved on balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by MFR: returned product consisted of a taxus element/ion monorail stent delivery system (sds). There was contrast in the inflation lumen. The stent had moved on the balloon 20mm distal of the proximal markerband. Multiple stent struts were stretched and flared on the distal end of the stent. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent moved on balloon, stent damage and the reported crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).